Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. There was no adverse impact to customer's blood glucose level. Additional information was not provided. The customer was unable to load a cartridge. They declined further follow up from tandem technical support.